Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred three hours and fifteen minutes into the treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used due to the blood leak being visible. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient refused to be re-setup and continue their treatment. The patient normally runs for four hours, so their treatment was terminated forty-five minutes early. It was confirmed that the patient was asymptomatic and did not experience any adverse effects due to the shortened treatment. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred three hours and fifteen minutes into the treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used due to the blood leak being visible. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient refused to be re-setup and continue their treatment. The patient normally runs for four hours, so their treatment was terminated forty-five minutes early. It was confirmed that the patient was asymptomatic and did not experience any adverse effects due to the shortened treatment. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. The fibers were wet, and blood was noted throughout the dialyzer, as well as on the outside of the fibers. During gross visual examination, a delamination in the polyurethane (pu) was observed on the cavity ID end extending from approximately 125° to 240°, with the dialysate ports situated at 0°. Further visual examination did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak occurred three hours and fifteen minutes into the treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used due to the blood leak being visible. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient refused to be re-setup and continue their treatment. The patient normally runs for four hours, so their treatment was terminated forty-five minutes early. It was confirmed that the patient was asymptomatic and did not experience any adverse effects due to the shortened treatment. The sample was confirmed to be available for manufacturer evaluation.